Event description:
A malfunction of the insulin pump was reported with a malfunction code 16, and there were no notable events leading up to this issue. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as a backup insulin therapy.